Manufacturer narrative:
Alleged failure: cinchlock anchor inserter broke during malleting. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported the inserter broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the inserter broke during the procedure. All pieces were retrieved.